Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed and the occlusion appeared to be within the infusion set tubing. The customer changed the tubing; however, after receiving a few more occlusion alarms, the customer changed the cartridge, infusion set tubing and site. The customer did not know if the occlusions had impacted the blood glucose level.